Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and found that the gui (graphic user interface) reset and background fault error code was initiated. The fse replaced gui central processing unit (cpu), backlight inverters, analog interface pcb (printed circuit board), and bd (breath delivery) cpu. Additionally, the fse replaced alarms label due to wear and tear. The fse updated the software and tested the ventilator. The ventilator passed all testing per manufacturer specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use the 840 ventilator shutdown. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the graphical user interface (gui) printed circuit board (pcb) was returned for failure analysis. A visual inspection of the returned part was conducted and no anomalies were observed. The part was attached to the failure investigation test ventilator. The ventilator powered up normally and testing was performed successfully without any errors. The ventilator was placed into normal ventilation mode and ran for a short period of time and then generated a "gui inop" condition. The fault was isolated to the alliance manufactured dram devices. Alliance manufactured devices were discontinued and replaced by oki manufactured deviced in 2004. If this type of event were to occur during ventilation, the ventilator would generate a "gui inop" condition. The appropriate audio and visual alarms would annunciate and the ventilator would continue to deliver breaths to the patient at the previously entered settings. There would be no loss of ventilation to the patient. The following parts were also returned for failure analysis: two (2) gui backlight inverter pcbs analog interface pcb breath delivery pcb two (2) gui backlight cable assemblies the parts were visually inspected and functionally tested with no anomalies observed. Conclusion: there was no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.